Event description:
It was reported that the patient went in to have the implantable neurostimulator (ins) replaced as it was at end-of-life. Pre-operatively, the patient reported that stimulation had been intermittent beyond the cycling he had programmed. X-rays taken at the physician's office showed two wires not connected in the flat connector. On x-ray in the o.r. It appeared that there was a disconnect; however, when the system was removed everything looked intact. The patient admitted to having manipulated the ins to allow it to "flip" so that he could position it higher and avoid sitting on it. Impedances were within normal limits prior to replacement. The entire neurostimulation system was explanted and replaced. The new ins was implanted in the same location as the previous ins. Impedances were within normal limits with the new system and the patient had great coverage in the o.r. As well as in the recovery room. The patient was receiving excellent coverage at his initial programming appointment.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 7425 (B)(4) found hybrid anomaly. Ins had por'd prior to being recieved. During functional testing, when programmed to an amplitude of 3v, all electrode pair output was less then ~500mv (similar output if electrodes where shorted). Impedance test performed with no extension of lead connected, with ins on test bench in the open air. All electrode pairs impedance measurement is either 1059 or 1169 (expected >4000). Destructive analysis performed. Ins functioned as expected after case was cut open. Output amplitude matched programmed amplitude on electrode pairs. Again impedance test performed with no extension of lead connected, with ins on test bench in the open air. All electrode pairs impedance measured open, >4000. Ins passed automated test consule. Output tested at several temperature levels (30 degrees c-44 degrees c) with normal output. Unknown cause for low output amplitude and low impedance between all electrode pairs when recieved. Analysis of the lead model 3986 (B)(4) found no anomalies. Analysis of the extension model 7496-51 (B)(4) found no significant anomalies. Extension cut through.

Manufacturer narrative:
Product ID 7496-51, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012; product type extension; product ID 7434a, serial # (B)(4); product type programmer, patient; product ID 7434a, serial # (B)(4); product type programmer, patient; product ID 3986, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012; product type lead. Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.